Manufacturer narrative:
Tech found the head of the bed would not raise manually. The tech replaced the head up valve to resolve the issue.

Event description:
Tech alleged the head of the bed will not raise. No pt impact.